Event description:
Clinical study: after a drug eluting stenting treatment procedure, the pt returned to the cath lab with a stent thrombosis and dissection. In 2004 the lesion being treated was 2.9 mm, 95% stenosed, non-calcified, mildly tortuous, bifurcated distal circumflex (cx) artery lesion. The pt was administered IV angiomax. The lesion was predilated. The physician placed a taxus express2 8.8% 2.75 x 32 mm drug eluting stent. Later that day the pt returned to the cath lab where repeat angiography revealed a stent thrombosis, a dissection and incomplete apposition of the previously placed taxus stent. The physician placed another taxus express2 stent in the distal cx. The pt was discharged on the following day on asa and plavix.